Event description:
Lead explanted due to noise and signs of fracture. Should additional information be received, this file will be updated.

Manufacturer narrative:
Upon receipt, the lead under complaint was found cut 53 cm proximal to the lead tip. The distal fragment was received for analysis. The proximal fragment was not returned. An extraction aid was found on the distal fragment, it is reasonable to assume that the lead was cut during the surgery. The analysis showed that the conductor cable leading to the ring electrode was found fractured 46 cm proximal to the lead tip, which is assumed to be the root cause of the reported oversensing. Based on the characteristics of the fracture mentioned above, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Furthermore, the fixation helix was found stretched and bent, which most likely resulted from the extraction procedure due to tensile stress. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.